Event description:
The customer reported a malfunction on the pump with a displayed malfunction code of malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer acknowledged instructions to call back if the issue reoccurs.